Manufacturer narrative:
Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. Inspection of the formed needle tip found no damages that would contribute to the reported infusion site complaints. The cause of the reported skin conditions could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 5 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent and the site appeared swollen, irritated and had pus on it. As treatment, the patient gave a manual injection using an insulin pen and placed a new pod. The patient treated the irritation with bepanthen antiseptic cream and zinksalbe ointment (both over the counter) and it is healing.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.